Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing, prior to a surgical procedure, the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during testing, prior to a surgical procedure, the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.